Event description:
Customer's wife use husband's aviva system on son, reported blood glucose results of 300 mg/dl and 104 mg/dl with 10 mins. Caller reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.